Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issues has been completed. Device history record review confirmed the pump passed all post sterile inspection checks. No pump was received for evaluation. Data logs show suction alarms and positioning alarms. No motor current spikes outside p level changes. Clinical has no mentions of pump positioning status. The cause of the reported issues was not determined since product was not returned and insufficient clinical information was received.

Event description:
The complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured ventricular tachycardia (vt) arrest with a probable relationship to the impella device used: participant transferred to cardiac care unit after catheterization lab procedure, including impella placement. Participant was pale and severely diaphoretic. Participant quickly decompensated with worsening hypotension and hemodynamics. Participant decompensated further into pulseless vt x 3 with return of spontaneous circulation (rosc) established after each occurrence. Participant started on amiodarone and impella pulled back under echocardiography guidance. Infusions of epinephrine, norepinephrine, and vasopressin maximized. The patient recovered with no sequelae. Additionally, the complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured hemolysis with a probable relationship to the impella device used: upon transfer to uwmc, participant found to have plasma free hemoglobin of 112 mg/dl ((B)(6) 2024 0247) and lactate dehydrogenase of 1250 u/l ((B)(6) 2024 0559). Participant was noted to have black urine and pigment nephropathy from on-going hemolysis in the setting of impella cp. Additional values: plasma free hemoglobin (pfh): 90 mg/dl at 0559; 31 mg/dl at 0839 lactate dehydrogenase (ldh): 2475 u/l at 0839. Sae unresolved at time of participant expiration. It was reported that the patient/event has not recovered/not resolved. The patient expired after 20.78 hours of patient support. The relationship between the cause of death and the impella is unknown. Medical safety reviewed the case and states there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿